Event description:
The patient was undergoing a medical procedure using a neuron max 088. During preparation for the procedure, the physician was unable to attach the crosscut valve to the back of the neuron max. Multiple attempts were made without success. Another cross cut valve was used to complete the procedure.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the neuron was kinked approximately 14.5 cm from the hub. The hemostasis valve was not returned connected to the hub of the neuron. There was no damage to the neuron dilator. The hub threads were not damaged conclusion : the complaint has been evaluated. The complaint indicates that the neuron cross cut hemostasis valve would not engage with the hub. Evaluation of the returned product confirms that the neuron's proximal shaft was kinked. This damage might have occurred during the packaging or while in transit during the return. This damage was not mentioned in the complaint. During the investigation the neuron hemostasis valve was able to be engaged to the hub. When the valve was engaged flush with the hub wing, no issues were observed. The cause of this complaint could have been that the hemostasis valve was not completely engaged with the hub. These devices are 100% visually inspected for damaged during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.